Manufacturer narrative:
A complete lead was returned in one piece measuring 64.6 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a gradual rise in threshold, decrease in r-waves and slight increase in impedance was noted on the right ventricular lead. The patient presented for lead revision procedure on (B)(6) 2018. During the procedure, the helix had difficulty retracting then extending. The helix was extended slightly, confirmed by x-ray and was repositioned however measurements were unsatisfactory. Upon an attempt to retract the helix was unsuccessful. The lead was explanted and replaced. The new lead was implanted successfully and uneventfully. The patient was stable.